Event description:
Tf:233004,233003,233001,232003,232002.pneumatics 1:binary valve test failed, aotozero test failed , exp.valve test failed.pneumatics 2:prox.test failed. Defective pressure sensor board. The extended warranty invoice:(B)(4)

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a malfunction of the pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.